Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the test cutter could not be inserted in the lock/pawl subassembly. During repair, it was noticed that the pawls were melted with corrosion found in the drive shaft, lock cylinder & pawl release which renders the unit power broken (unable to run on safety mode or secure cutter in place). A test with a test tool locking assembly didn't register overheating which is indicative of the excess heat happening in the original assembly. The cause of the broken power was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.